Event description:
It was reported that during a laparoscopic adjustable gastric band and subcutaneous port removal, as well as a laparoscopic partial gastrectomy roux-en-y with intraoperative endoscopy, after firing the purple reload, bleeding occurred. When the remnant stomach was created, after 15 minutes of firing a purple reinforcement reload, there was staple line bleeding. Additionally, from the staple line at the jejunum after 20 minutes of firing a curved tip tan load, the same issue occurred. Suturing was performed as a staple line reinforcement to resolve the issue. It was noted that the surgical procedure was extended by about 30 minutes.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot p5g1125); egia60avm, egia60avm egia 60 artic vasc med sulu (lot p4b0827); sig60ctavm, tri 2.0 sig60ctavm 60 CT vsclr med 12mm (lot n5c1845y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic adjustable gastric band and subcutaneous port removal, as well as a laparoscopic partial gastrectomy roux-en-y with intraoperative endoscopy, staple line bleeding was observed from the remnant stomach after 20 minutes offiring a purple reinforcement reload. The same issue occurred on another purple reload. Additionally, from the staple line at the jejunum after 20 minutes of firing a curved tip tan load, the same issue occurred. Suturing was performed as a staple line reinforcement to resolve the issue. It was noted that the surgical procedure was extended by about 30 minutes.